Event description:
It was reported that bd insyte autog bc needle partially retracted. The following information was provided by the initial reporter: bd insyte autoguard IV was inserted into the patient's left antecubital. The vein was successfully accessed but when the button to retract the needle was pressed, the needle would not retract into the safety shield. The button was pressed again and the needle successfully retracted into the safety shield. (B)(6) 2025. 1. When you pressed the button, did the needle fully retract? No. 2. Did the needle retract slower than normal? No. Appeared to start as it was designed to but stopped. 3. Did the needle start retracting and then stop, leaving the needle exposed? Yes. 4. Did the needle not move at all after pressing the button? After the initial movement, the needle would not retract further. 5. Did the button depress? Yes. 6. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 7. In the medsun form, event date was mentioned as "may-2025". Can you please provide an exact date of event in this format mm-dd-yyyy? 05/22/2025.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382512 and lot number 4276449. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382512 and lot number 4276449. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.